Event description:
When the nurse pulled the cord inside the endoscope, the blue hook detached from the catheter and stayed blocked inside the endoscope. It is not an issue with the node, [trigger cord knot] but an issue with the blue hook which felt [detached] and remained in the operating channel. This occurred during the loading process; the loading catheter was not located inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. The instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been implemented to reduce occurrences of blue hook detachment. A search of the customer's order history confirmed this customer has not received an mbl-6 device manufactured after implementation of the corrective action. Therefore, the product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.